Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over. A field service engineer (fse) found the smart remote manager (srm) unable to lock due to a misaligned hasp. The hasp was removed, realigned, and reattached, ensuring the device was properly lined up. Mild oxidation was also removed from the srm latch. Reassembled device and rebooted. Customer successfully recovered and tested srm without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator could not be opened after it was closed. The customer confirmed that the refrigerator was currently being propped open to allow medication access. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.